Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit's optical port broke.

Event description:
N/a

Event description:
N/a

Manufacturer narrative:
A getinge field service (fse) confirmed the reported failure. The fse replaced optical port assembly, and all functional and safety test were performed. The unit was returned to the customer.